Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful to date. The implant or explant dates are not applicable to this device. This MDR was originally submitted on 06 july 2018. Error messages were received from esg/webtrader and the submission was rejected. FDA helpdesks were consulted from 06 july 2018 to the date of this submission to resolve the issue and the MDR is being resubmitted following the resolution.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, during a diagnostic peripheral procedure, the image was lost upon entering the patient. A second of the same make and model of the manufacturer's device was used to successfully complete the procedure. Visual and microscopic inspection and an image test were performed on the returned device. The device tip was deformed. There was a small pinhole in the proximal fillet, approximately 0.04 square millimeters in size, approximately 19 mm from the distal end of the device tip. The inner member was bunched. All portions of the device were accounted for. The device was connected to the lab imaging system for an image test. The device was not recognized and the system displayed a "no catheter" message. The device was further inspected by an advance engineer, and it is probable that the pin hole observed in the proximal fillet is the result of an air bubble or void on the surface of the adhesive rupturing when it went across the stent or a calcified vessel. This is supported by observations of striations across the surface of the proximal fillet over the void. The probable cause of the reported failure is electrical discontinuity caused by fluid ingress into the device, as evidenced by the sanguineous material observed through the pinhole in the proximal fillet. It could not be conclusively determined when the cause of the failure occurred. The probable cause of the pinhole is likely due to an air bubble or void on the surface of the adhesive that opened during use as evidenced by striations across the surface of the proximal fillet over the void. It could not be conclusively determined it all adhesive was accounted for, or when the cause of the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported as there is a potential for harm if the malfunction were to recur.